Event description:
A customer performed three tests at their doctor's office on their freestyle mini meter and obtained readings of 1.6, 6.4, and 12.mmol/l. The doctor performed a test using the meter at the surgery and obtained a reading of 13 mmol/l.

Manufacturer narrative:
The customer's meter and test strips were returned for investigations. Testing was performed and all results fell within the assigned range. There is no information at this time that reasonably suggests a product malfunction. The customer's complaint could not be confirmed with the information provided and the investigations performed.